Manufacturer narrative:
Submit date: 08/02/2013. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a safety syringe. The customer reports the nurse was attempting to pull up the safety shield, after giving the pt injection. When she pulled the shield up, it broke and the needle stuck her in the left hand. The nurse was sent to a hospital emergency room where they looked at her hand, and drew labs for (B)(6).